Event description:
On 04-may-2026, it was reported by a sales representative via (B)(4) that an ar-8400cex excalibur metal shards broke off into the joint and another ar-8400cex excalibur seized up and would not move. This occurred during use in a case with no patient effect. The pieces were found and retrieved. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.